Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: elite ii, sion blue, guide catheter: profit 6fr jl3.5. The traveler rx is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion with mild tortuosity, moderate calcification and 90% stenosis located in mid-left anterior descending coronary artery. For pre-dilatation, a 2.0 x 15 mm traveler rx balloon dilatation catheter (bdc) was used. During advancement of the bdc, there was resistance with the patient anatomy and the balloon ruptured at 12 atmospheres. To complete the procedure, a xience alpine stent was successfully implanted without additional dilatation. There were no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.